Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain"), device dislocation ("migration of essure device") and menorrhagia ("abnormally heavy menstrual bleeding/ prolonged and abnormal menstruation/abnormal bleeding (vaginal, menorrhagia)") in a (B)(4) female patient who had essure (batch no. 626813) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 11 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"). On (B)(6) 2008, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2008, the patient experienced fatigue ("chronic fatigue/fatigue"). On (B)(6) 2009, the patient experienced weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient experienced bladder disorder ("bladder or urinary problems or changes"). On (B)(6) 2012, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"), dysgeusia ("metallic taste in mouth"), back pain ("lower back pain"), arthralgia ("hip pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), gastrooesophageal reflux disease ("acid reflux"), tooth disorder ("dental problems") and abdominal pain ("abdomen"). The patient was treated with surgery (hysterectomy but her surgery did not include the removal of the essure), surgery (partial hysterectomy but her surgery did not include the removal of the essure) and surgery (ablation and hysterectomy but her surgery did not include the removal of the essure). Essure treatment was not changed. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, dysmenorrhoea, dysgeusia, migraine, headache, alopecia, fatigue, weight increased, back pain and arthralgia had not resolved and the device dislocation, vaginal haemorrhage, female sexual dysfunction, urinary tract disorder, bladder disorder, gastrooesophageal reflux disease, weight decreased and tooth disorder outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, bladder disorder, device dislocation, dysgeusia, dysmenorrhoea, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, headache, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract disorder, vaginal haemorrhage, weight decreased and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: on (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008 (hysterosalpingogram (hsg) hysterosalpingogram) result: other (please describe) left coil properly placed. Right coil not found. On (B)(6) 2009, the patient underwent other essure procedure, so that a second micro-insert could be implanted in the right fallopian tube. The doctor placed a new coil on the right and the second test in 2009 indicated proper placement of both coils. In (B)(6) 2013 the doctor told me that my fallopian tubes could not be removed and advised that a partial hysterectomy might help with the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - in (B)(6) 2008: revealed migration of the right essure. On (B)(6) 2008, left coil properly placed. Right coil not found. Most recent follow-up information incorporated above includes: on 28-feb-2018: new events added- abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, migration of essure device, acid reflux, weight loss and dental problems. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain"), device dislocation ("migration of essure device/migration of essure device: unknown-the first essure that was places was never found"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged and abnormal menstruation/abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/ abnormal bleeding (vaginal, menorrhagia)") and tooth disorder ("dental poblems") in a 27-year-old female patient who had essure (batch no. 626813) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: left coil properly placed. Right coil not found. Healthcare provider told about results as left side fully occluded but right coil was gone. Second test: full occlusion of both tubes on (B)(6) 2008. Concurrent conditions included overweight. Concomitant products included amoxicillin, cefalexin (cephalexin) from 2011 to 2012, minoxidil (rogaine) since (B)(6) 2018, oxybutynin from 2010 to 2013, oxycodone hydrochloride;paracetamol (acetaminophen w/oxycodone) and promethazine since 2015. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), 11 days after insertion of essure. On (B)(6) 2008, the patient experienced migraine ("migraines/migraine/headache"), headache ("headaches/migraine/headache") and gastrooesophageal reflux disease ("acid reflux/gastrointestinal or digestive condition: acid reflux"). On (B)(6) 2008, the patient experienced fatigue ("chronic fatigue/ fatigue/fatigue"). On (B)(6) 2009, the patient was found to have weight increased ("weight gain/weight gain") and weight decreased ("weight loss"). On (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia (inability to have sexual intercourse)") and bladder disorder ("bladder or urinary problems or changes/bladder or urinary problems or changes"). On (B)(6) 2012, the patient experienced urinary tract disorder ("bladder or urinary problems or changes/bladder or urinary problems or changes"). In (B)(6) 2017, the patient experienced alopecia ("hair loss/hair loss"). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"), dysgeusia ("metallic taste in mouth"), back pain ("lower back pain"), arthralgia ("hip pain"), tooth disorder (seriousness criterion medically significant), abdominal pain ("abdomen") and osteoporosis ("other injuries: ostioperosis"). The patient was treated with caffeine;paracetamol (excedrin), calcium, ibuprofen, medroxyprogesterone acetate (depo-provera), omeprazole (prilosec), oral contraceptive nos, vitamin d nos (vitamin d) and surgery (ablation, ablation and hysterectomy but her surgery did not include the removal of the essure, and upper jaw redone. Had a bone graft and had screw put in preparation for implant). Essure treatment was not changed. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, dysmenorrhoea, dysgeusia, migraine, headache, alopecia, fatigue, weight increased, back pain and arthralgia had not resolved and the device dislocation, vaginal haemorrhage, female sexual dysfunction, urinary tract disorder, bladder disorder, gastrooesophageal reflux disease, weight decreased, tooth disorder and osteoporosis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, bladder disorder, device dislocation, dysgeusia, dysmenorrhoea, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, headache, menorrhagia, migraine, osteoporosis, pelvic pain, tooth disorder, urinary tract disorder, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6) 2009, the patient underwent other essure procedure, so that a second micro-insert could be implanted in the right fallopian tube. The doctor placed a new coil on the right and the second test in 2009 indicated proper placement of both coils. In (B)(6) 2013 the doctor told me that my fallopian tubes could not be removed and advised that a partila hysterctomy might help with the symptoms. The device was then deployed without difficulty with 3-4 coils showing in the endometrial cavity. Right side essure device was deployed, leaving approximately 3 coils visible in the endometrial cavity. She is not currently planning for essure removal. Full occlusion of both tubes on (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: results: revealed migration of the right essure. Pregnancy test urine - on (B)(6) 2008: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2018: pfs received : event per pfs: osteoporosis was added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain"), device dislocation ("migration of essure device") and menorrhagia ("abnormally heavy menstrual bleeding/ prolonged and abnormal menstruation/abnormal bleeding (vaginal, menorrhagia)") in a 27-year-old female patient who had essure (batch no: 626813) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 11 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"). On (B)(6) 2008, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2008, the patient experienced fatigue ("chronic fatigue/fatigue"). On (B)(6) 2009, the patient experienced weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient experienced bladder disorder ("bladder or urinary problems or changes"). On (B)(6) 2012, the patient experienced urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"), dysgeusia ("metallic taste in mouth"), back pain ("lower back pain"), arthralgia ("hip pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), gastrooesophageal reflux disease ("acid reflux"), tooth disorder ("dental problems") and abdominal pain ("abdomen"). The patient was treated with surgery (hysterectomy but her surgery did not include the removal of the essure), surgery (partial hysterectomy but her surgery did not include the removal of the essure) and surgery (ablation and hysterectomy but her surgery did not include the removal of the essure). Essure treatment was not changed. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, dysmenorrhoea, dysgeusia, migraine, headache, alopecia, fatigue, weight increased, back pain and arthralgia had not resolved and the device dislocation, vaginal haemorrhage, female sexual dysfunction, urinary tract disorder, bladder disorder, gastrooesophageal reflux disease, weight decreased and tooth disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, bladder disorder, device dislocation, dysgeusia, dysmenorrhoea, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, headache, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract disorder, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008 (hysterosalpingogram (hsg) hysterosalpingogram). Result: other (please describe) left coil properly placed. Right coil not found. On (B)(6) 2009, the patient underwent other essure procedure, so that a second micro-insert could be implanted in the right fallopian tube. The doctor placed a new coil on the right and the second test in 2009 indicated proper placement of both coils. In april 2013 the doctor told me that my fallopian tubes could not be removed and advised that a partila hysterctomy might help with the symptoms. The device was then deployed without difficulty with 3-4 coils showing in the endometrial cavity. Right side essure device was deployed, leaving approximately 3 coils visible in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Hysterosalpingogram - in november 2008: revealed migration of the right essure pregnancy test urine: on (B)(6) 2008: negative. On (B)(6) 2008, left coil properly placed. Right coil not found. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jul- 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.